Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm on (B)(6) 2016. At 17:27:56. The alarm indicates a mismatch of the rear stator's coarse and fine current measurements. When this alarm occurs, the pump will remain running in dual-stator, however, no measurements of current, power or flow can be made. As a result, no high watt, low flow or suction alarms can occur during this controller fault alarm. The controller fault alarm cleared when the driveline was disconnected from the controller, presumably when the patient performed a controller exchange. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Of note, the controller contains the smr software. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient had observed a "controller fault alarm". An elective controller exchange was performed and it was stated that there were no effect on patient, tolerated well, and he was doing fine the whole time. It was stated that the log files were downloaded. No additional information available.